Event description:
The customer alleged that he performed a control test and received a result of 241 mg/dl. A normal control range was not provided, but should be around 100-138 mg/dl. No adverse events were alleged. Troubleshooting of the customer's contour system was not possible as the customer disconnected the call. No product will be returned for evaluation.

Manufacturer narrative:
The customer disconnected the call before the meter serial number could be obtained. It's not possible to determine the manufacture date without the serial number.